Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 110 to 510 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting on (B)(6) 2015 at 8:15am produced results of 89 mg/dl. Blood test performed fasting on (B)(6) 2015 at 06:30pm produced result of 178 mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is 2013 or 2014; test strips are expired due to being open more than 120 days. Recall test results performed fasting from meter memory: 85mg/dl, (B)(6) 2015, 08:15am; 171mg/dl, (B)(6) 2015, 12:15am; 198mg/dl, (B)(6) 2015, 06:15pm; 116mg/dl, (B)(6) 2015, 08:30am; 117mg/dl, (B)(6) 2015, 12:15pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction customer using expired test strips (opened beyond recommended length of time) and user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 110 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting on (B)(6) 2015 at 08:15am produced result of 89 mg/dl. Blood test performed fasting on (B)(6) 2015 at 06:30pm produced result of 178 mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is 2013 or 2014; etst strips are expired due to being open more than 120 days. Recall test results performed fasting from meter memory: (B)(4). Adverse event not reported.